Event description:
After the 8/6mm amplatzer duct occluder (ado) was successfully implanted, a pigtail catheter was placed in the aorta and bumped the ado. The ado popped out of place and traveled to the abdominal aorta. The ado was percutaneously removed with an ensnare and with no harm to the patient.

Manufacturer narrative:
The amplatzer duct occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 7f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Based on the information received, the cause for the reported event could not be conclusively determined.